Event description:
Pt alleges she developed debilitating symptoms, soreness, arthritis, pain on and off, painful thumbs, tired all the time, sore elbows, hardness and uncomfortable on both sides, soreness in ribs and "soft tissue on back".